Manufacturer narrative:
The device was not returned for investigation purposes. The IFU was reviewed and lists other access site complications leading to bleeding possibly requiring surgical repair and/or endovascular intervention as a possible adverse event. It is inconclusive the cause for why the manta implant was not effective in creating hemostasis. Risk documentation was reviewed and this is a known risk of the device. The document history record was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists access site complications requiring endovascular intervention as possible adverse events. An investigation has been opened to review the device history record and risk documentation for this incident.

Event description:
A tavr procedure was performed on a patient on (B)(6) 2019. The index device used was an e-sheath. It was reported that three attempts were made to secure closure through lock advancement. It was described that during all three attempts the gray band was showing on the lock advancement tube, therefore indicating that the lock was fully advanced. In addition, during all three attempts there was "pulsatile flow" from the access site. The physician chose to place a covered stent in the patient and the patient was reported to be "fine" following the procedure. There was a 5 minute time period from the first attempt at lock advancement until the stent was placed, and hemostasis was achieved. The lock was visible just below the skin and was "was removed", however, the rest of the manta implant (toggle/collagen) remains in the patient.